Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she had the insulin pump on the bathroom sink and water splashed on it. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further information reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly, moisture damage inside of the insulin pump, or unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.